Manufacturer narrative:
(B)(4).

Event description:
It was further reported that only stent damage occurred and no stent moved on balloon as previously reported.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent moved on balloon and stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 10x3.5mm, concentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the mildly tortuous and mildly calcified proximal left circumflex artery. A 12 x 3.50mm promus premier drug eluting stent was advanced to treat the lesion. While trying to cross the lesion, the physician encountered significant resistance. When the physician removed the stent, it was noticed that the stent did not detach as a whole from the balloon, only the mid-section where the stent was kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.